Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient called to report that his inflatable penile prosthesis (ipp) device failed approximately 4-5 months ago when he tried to inflate it, he was only able to inflate it partially and then it spontaneously deflated, after that he has no longer been able to inflate his device. He has seen his dr. For assessment and states the physician thinks there has been a leak and that the device no longer has fluid. He is trying to schedule a replacement, but has not been able to coordinate with the drs office due to covid. Patient states he might look for another prosthetic urologist.